Event description:
Complaint as reported: accufuser used in a total knee replacement part broke off (catheter). Pt had to go back into surgery to be removed. Removed about 6 inch piece. Seems to have been placed under the skin, when rn attempted to remove, she had some resistance but continued to pull causing the line to snap.

Manufacturer narrative:
Product has been received and is currently being investigation. A follow up will be submitted with the investigation results.